Event description:
It was reported that pump displayed malfunction alarm code malf 0, with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, performed pump reset with assistance, confirmed pump function returned to normal, was advised to continue using pump, and was instructed to call back if malfunction alarm recurred.